Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During field repair of a spectrum iq pump, the device was identified with a bad speaker/ volume. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and speaker was found faulty. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was verified. The cause of the condition was faulty speaker and rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.